Manufacturer narrative:
(B)(6). The device has been requested for evaluation. However, it has not been received.

Event description:
A reported incident involving the extension set tubing, pur yellow with spike indicated that fluid did not flow through the tubing during use, resulted in delayed therapy. The event involved etoposide administration. There was patient involvement and no harm was reported.